Event description:
In 2008, baxter became aware of a system error 2240 during initial drain while using the home choice system. The clamp was closed. A follow up phone call to the pt's nurse confirmed that the home pt went to the hosp and was diagnosed with peritonitis on eight days later. The sign of peritonitis was abdominal pain. The nurse assumed that this peritonitis episode was a result of a break in aseptic technique, numerous colon issues as well as multiple hernias. The home pt (hp) had a cell count and culture performed but the data was not available. The antibiotic treatment info was also not available. The hp recovered from the peritonitis episode on the following month.

Manufacturer narrative:
The device was not available for evaluation.